Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 193 mg/dl. Customer stated that they changed out the reservoir and the issue was that she missed the air bubble during the filling of the reservoir. Caller declined to troubleshoot the issue. No further assistance needed.